Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found no damages on the sample. Functional tests indicated the correct functionality of the sample. No discrepancies were detected, the sample was fully priming and connected without difficulty, the pump was set running, liquid flowed through the whole device without interruptions, no alarms were activated. According to the visual and functional test, the failure mode was not confirmed.

Event description:
It was reported that the device under infused. Per reporter, the patient was connected to the device when the event occurred and received half of the intended drug. The continuous infusion rate was 1.8 ml/hour, total reservoir volume: 85ml and given: 45ml. The air detector was off, upstream sensor was on, and the length of infusion was 46 hours. A cstd was used to fill the cassette. The pump was used to prime the extension tubing. The pump volume on infusystem device reading was zero (infusion complete) but the drug was visible in the cassette. There was patient involvement, and no patient harm/adverse event reported.